Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a few days prior to the call, the customer experienced a low blood glucose (bg) level of 63 mg/dl. The customer consumed carbohydrates to address low bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. At the time of the call, the customer's bg level was reported to have recovered.